Event description:
Clinic notes dated (B)(6) 2013, showed that this vns patient has sleep apnea with hyper-insomnia. The patient presents with snoring and insomnia. The snoring is characterized by interrupted sleep. The severity of the snoring is moderate but is worsening. The severity of the insomnia is moderate and remains unchanged. There are no modifying factors. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.